Event description:
It was reported that the procedure was to treat a de novo lesion located in the left circumflex artery that was both moderately calcified and tortuous and 90% stenosed. Pre-dilatation was performed with a 2.5x12mm trek balloon. The 3.0x18mm xience alpine stent was deployed at nominal pressure. After post-dilatation with a 2.5x12mm nc trek balloon, a dissection was observed. A 2.5x12mm xience alpine stent was implanted as treatment. There was no reported clinically significant delay in procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.